Event description:
The customer returned the device to the manufacturer for evaluation. During the device evaluation, no evidence of foam was found. However, a ventilator inoperative condition was recorded on the error logs. The root cause was traced to a power pca failure. There was no patient involvement. No further investigation at this time. Identification of problems or emerging issues involving the same symptom is accomplished through periodic quality monitoring.